Event description:
Anesthesiologist was attempting to hook a patient up to a disposable patient breathing circuit. There was an occlusion in the circuit. Patient was not able to exhale. Material similar to that which makes up the patient circuit was creating the occlusion inside the tubing. A thin sheet of plastic had created a complete block at the patient wye.====================== manufacturer response for disposable anesthesia breathing circuit, (brand not provided) (per site reporter)======================we have had 2 circuits with this problem. Different lots we believe. Not sure because the hospital staff does not keep the bags the circuits come in. Manufacturer stated over the phone that a change has been made at the manufacturing plant. This info came after I called to inform them of the 2nd event. I requested a formal response.